Event description:
Information received from global pharmacovigilance (gpv) indicates: the patient contacted baxter home care services on (B)(6) 2012, and reported that on (B)(6) 2012, they were diagnosed with fluid overload. The patient was hospitalized the same day. At the time of the call, the patient stated they were recovering from fluid overload. During a follow up call on (B)(6) 2012, the facility nurse confirmed the patient report of fluid overload. Reportedly the patient was hospitalized from (B)(6) 2012. The patient's recovery status was unknown. The pdn stated the event was related to the homechoice machine but unrelated to dianeal or extraneal therapy. Reportedly, the patient was experiencing multiple alarms on the cycler to end treatment early. After the patient spoke with customer service, the patient ended the treatment early several times resulting in fluid overload and hospitalization. A homechoice pro device was requested.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. No increased intraperitoneal volume (iipv) events could be confirmed during event history log review. The device passed both the homechoice return instrument test evaluation (rite) electrical test and the rite functional test specifications. Internal and external inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The reported issue could not be confirmed. No assignable cause for the reported symptom could be determined. A device history review revealed no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4).